Event description:
The parent reported that the recipient was suddenly unable to hear sounds with the right-sided device. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode due to an external mechanical impact appears to be likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet. This is a combined initial and final report.

Event description:
The parent reported that the recipient was suddenly unable to hear sounds with the right-sided device. The recipient has been re-implanted.